Event description:
I performed a laser hair removal on my chest and breast. Not sure if the settings used were too high, but I was extremely sweaty for a week with hot flashes and almost fainted after the procedure. I also been having chest pain and unsteady gait after procedure. I can't really move like I used to. I had to go to the emergency room. No heart problem was found, I am concern of the symptoms I have been having. I am also supposed to undergo more testings.